Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Patient described the area as sores under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse is treating the sores. Follow up indicated that the sores improved.